Event description:
It was reported that the tubing of a uromatic bladder irrigation set disconnected from the drip chamber. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not received; however, a retain sample was evaluated. Visual inspection was unable to identify any possible defects. A functional leak test and pressure test was performed and the sample did now show any signs of leakage. A push/pull test was also performed and no disconnection of components was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.